Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the window of a 5f exoseal vascular closure device (vcd) did not change, so it could not be used. There was no reported patient injury. The device was used according to the instructions for use (IFU). The device was being used for hemostasis in a percutaneous transluminal angioplasty procedure. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the window of a 5f exoseal vascular closure device (vcd) did not change, so it could not be used. There was no reported patient injury. The device was used according to the instructions for use (IFU). The device was being used for hemostasis in a percutaneous transluminal angioplasty procedure. Additional information was requested but not provided. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufacturing position, and the indicator wire was found deployed. No catheter sheath introducer (csi) was returned. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed to be reported.the guard locking simulation could not be performed due to the condition that the unit was received already locked and the indicator wire deployed. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. Then, the deployment lever was fully depressed, resulting in the expected indicator wire retraction and plug deployment. Additionally, the indicator window achieved the black, white, and red position as expected. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since the functional analysis demonstrated full plug deployment with transition of the indictor window. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.